Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. The field service engineer (fse) confirmed the reported problem and replaced the exhalation flow sensor to resolve this issue. The fse replaced the exhalation flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed extended self-test (est); exhalation flow accuracy. There was no patient involvement.